Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy end to end anastomosis. The reload was connected to the adapter and the jaws were checked, however, when the silver button was pushed the jaws would not open. The status indicators were illuminated blue and the handle indicator was illuminated green. The reload could not be removed from the adapter due to the closed jaws. The product did not lock on tissue and was removed from the tissue without damaging it. The case was completed with manual suturing. No patient injury.